Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive touch screen, confirmed by user-provided photos and videos, and a replacement was arranged with standard return and shutdown instructions provided. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included continued cgm monitoring guidance and instruction to contact a healthcare provider for a backup insulin plan. Investigation included troubleshooting and collection of user media to corroborate the unresponsive display behavior. Investigation of this device revealed a device performance issue consistent with a touchscreen/display malfunction affecting user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen/display component with undetermined specific root cause pending physical evaluation.